Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the programmer's stylus did not function properly. The programmer passed incoming testing. It could also not be confirmed that the programmer was unable to download software. It was indicated that the electrocardiogram (ECG) and keyboard connectors were loose. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer had not accepted any software updates. It was also reported that the programmer's stylus pen required several attempts to make selections. The programmer was returned for service. There was no patient involvement.